Event description:
During the procedure, the pt received light electric shocks by the box and the coils did not detach. In consequence to the shocks, the pt's circulation declined. There was no continued clinical sequelae reported.